Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with agonal heart rhythms that indicated that the patient had passed away. The patient's implantable cardioverter defibrillator undersensed these agonal rhythms as they were below detection, although the device was functioning properly based on its programming. The patient was deceased.